Event description:
The customer reported that the numbers on her insulin pump screen were going up and down on their own, without pressing the buttons. This occurred while the customer was attempting a bolus delivery. She was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 116 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. The device was received with cracked display window corners, battery tube threads, reservoir tube lip and minor scratched display window.